Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure undefined high impedance was noted on the right ventricular (rv) lead, although numerous locations were tried. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received slightly bent inside the sleeve head with dried blood on it. All electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.